Event description:
Reported due to difficult removal of the starclose device. A trained technician attempted arteriotomy closure using the starclose after a diagnostic catheterization procedure. The tech put the device in and fired the clip. The device did not deploy, the clip got stuck on the vessel locator and the tissue track. The technician was unable to remove the device. The device was surgically removed in the operating room. Hemostasis was "achieved with stitches". The patient's hospitalization was prolonged one extra day. The patient was discharged home.